Event description:
It was stated that the customer was taken to the emergency room for diabetic ketoacidosis. The reported blood glucose reading during the call was 450 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests. The customer also reported getting a no delivery alarm prior to the hospitalization. The customer stated she changed the infusion set at that time but the high blood glucose levels continued. The customer later called stating she had been released from the hospital but her blood glucose is going high again and she stated she will be going back to the emergency room.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.